Manufacturer narrative:
Returned for evaluation was an evlt fiber. A visual review note that the fiber was fractured. The customer's reported complaint description is confirmed. Although the complaint description is confirmed, a definitive root cause cannot be determined. The most likely root cause is handling damage after the device left the manufacturing facility. A review of the device history records was performed for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. The instructions for use, which is supplied to the end user with this catalog number contains the following statement "prior to and during use, avoid damaging the fiber by striking, stressing or excessive bending. Do not coil the fiber tighter than a radius of 60mm". During the manufacturing process, fibers are repeatedly bent and coiled and there is a final visual inspection performed with a hene laser to check the entire fiber length for defects prior to packaging shipment. The exact root cause of the event cannot be determined at this time, although it is unlikely that the kit was packaged with the broken component. A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. (B)(4).

Event description:
As reported (B)(6) 2014, a female patient of unknown age presented for an endovenous laser procedure. When opening the sterile packaging during preparation for the procedure, it was noted the fiber was fractured in the package. The disposable device was set aside and a new of the same device was used to successfully complete the procedure. There was no harm or injury to the patient due to this event as the device did not come into contact with the patient. It was reported the disposable device is available for return to the manufacturer for evaluation.